Manufacturer narrative:
(B)(4). The actual device was not returned; however, photographic samples were received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set would not allow an injection via the IV luer to flow to the patient. This occurred during a patient infusion. The reporter stated that they attempted to forward flush the tubing by clamping above the luer and injecting 0.9% sodium chloride via a non-baxter syringe and a non-baxter clave. It was at this point that resistance was met and the injection was unable to be completed. There was no patient injury or medical intervention associated with this event. No additional information is available.